Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a major infection on (B)(6) 2019. The patient presented with a complaint of fevers, chills, and lethargy for 7 to 10 days prior to admission. The patient was seen in clinic on (B)(6) 2019 and had a fever of 102.7 degrees fahrenheit. The patient was sent to the emergency department for evaluation for infection. Blood culture was negative. Driveline cultures grew positive heavy growth of staph aureus. Infectious disease consultation on admission initiated intravenous meropenem and daptomycin. On (B)(6) 2019, the patient was transitioned to intravenous nafcillin. The patient was discharged home with antibiotics on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.